Manufacturer narrative:
(B)(4). The returned device was visually inspected and the pebax was found to be damaged with reddish brown material inside the area. Per this condition, scanning electron microscope (sem) testing was performed over the damaged area of catheter, and it was found that there was evidence of scratching and rupture induced by an unknown object. This condition might contribute to the reddish brown material observed inside the pebax area. The catheter was evaluated for sensor functionality on the carto system. The device was recognized by carto 3 system, but failed since error 106 was displayed. Further examination revealed that all internal components from the tip to printed control board were covered with reddish brown material. The material may have gotten into the catheter through the ruptured pebax area, causing the malfunction observed; however this cannot be conclusively determined. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint has been verified. Based on available analysis results, it could not be identified whether the issue is related to an internal or an external cause.

Event description:
It was reported that a patient underwent an ablation procedure for ischemic ventricular tachycardia with a smart touch bidirectional catheter where a stem/pacing error occurred. The cable to the catheter was replaced and the system was rebooted, but the system then displayed magnetic sensor and force sensor error messages. At this point, the catheter was replaced, and the case continued with no reports of adverse patient consequences. The device was returned to biosense webster, where the pebax area was found to have ruptured. This issue was not noted prior to use, after withdrawal from the patient or prior to being returned. Additionally, no difficulties were noted during withdrawal from the patient. Damage to the pebax area compromises the structural integrity of the catheter, which presents additional risk to the patient by way of contamination or having the internal structure exposed. As a result, this event is MDR reportable.